Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep) and a patient. It was reported that the patient's therapy was turning off by itself and the patient was taken to the ER because he could not walk. The health care provider (hcp) speculated that emi turned the implantable neurostimulator (ins) off.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was unable to charge the implantable neurostimulator (ins) and the implantable neurological stimulator recharger (insr) kept then turning off when they try and turn it on; the insr was charged to full and no beeping was heard. The patient noted that he was not mobile like he was, he was shaking, and had trouble standing up; the symptoms returned suddenly on (B)(6) 2016. The patient was calling from the ER and the ins was off. Poor communication was also seen on the patient programmer and the ins was not able to communicate with the insr. It was noted that the patient's last recharging session was in (B)(6) 2016 but was unsure of the exact date as the patient has dementia; the dementia is unrelated to the device/therapy. Overdischarge was suspected as the patient has not charged for greater than 3 months. The patient was hospitalized and health care providers (hcps) were managing the patient's medications to try and control his symptoms. Additional information has been requested regarding the cause, interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
No significant anomalies were found. The implantable neurological stimulator recharger (insr) battery level was at 50% and the device was connected to a known good desktop charger and the battery was changed to a level of 100% without any problems. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.